Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for operation: surgeon noted "patient presented with pain and swelling of the knee. Prior to case it was thought that there components may be slightly loose." During revision, surgeon noted that "components were fixed quite well, a little bit of lysis behind anterior of femoral component."

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made. Photocopies of patient x-rays were provided. No additional information was obtained. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. Inaccurate tibia resection, device subsidence, and decalcification of the lateral joint capsule are possible sources of the reported patient knee pain. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.